Manufacturer narrative:
Date of event and therapy dates are estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03599, 1627487-2019-10630. It was reported that following a replacement surgery, the patient had a blood infection, inflammation, and a fever. In turn, the patient underwent surgical intervention in order to explant the system to address the issue. The patient was also administered antibiotics intravenously.

Manufacturer narrative:
The results of the investigation are inconclusive as the devices were not returned for analysis. The device history record, as well as packaging and sterility records were reviewed to confirm sterility and ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event could not be conclusively determined as it was not related to the scs system.